Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device was implanted after the patient had experienced hydrocephaly for over a year. According to the report, patient¿s symptoms did not improve after the device was implanted, and that it was thought to be occluded. The report states that the device was explanted, and that the patient the patient is now improved.

Manufacturer narrative:
The returned valve was patent, and met the requirements for pressure-flow and preimplantation testing. However, it did not meet the requirements for leak testing due to tears in the valve¿s reservoir, or for siphon and reflux testing due to the presence of proteinaceous debris within the valve. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. Also, debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.